Manufacturer narrative:
This device has been received and evaluated by the manufacturer. As received, the ro band from the outer sheath shows the indentation marks from where ro band was assembled onto the sheath during manufacturing. The returned product and the event information indicate the ro marker came off during use. An investigation into the manufacturing process revealed that the average pull strength values for the ro bands slowly decreased over time due to tooling wear of the machine that crimps the ro band onto the sheath. The customer complaint is confirmed. The root cause of this complaint is manufacturing. A CAPA has been initiated to address this failure mode. The june 2007 15-month accustick product family trend report for this failure mode was reviewed and noted no adverse trend. A device history report revealed no issues that could be associated with this incident. A lot history search was performed and found no other complaints against lot number 9595850.

Event description:
On august 15, 2007, it was reported to boston scientific corporation that the marker band on an accustick introducer which was being used for a therapeutic percutaneous transhepatic biliary drainage in a patient (gender and age unk) had detached. After making a puncture and advancing to the common bile duct, it was noted that the marker detached in the hepatic portal region. It was reported by the facility that "the lesion was not very tortuous and the physician did not apply force during the procedure". Please note that there are no plans to remove marker as the physician "{has} decided to observe the patient{'s} condition". The product was replaced with another accustick introducer. There were no complications reported with this event.